Manufacturer narrative:
(B)(4). The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the coag kept activating without the activation button being pressed. A new device was opened to continue the procedure without any harm to the patient.